Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. The customer will be provided with replacement internal paddles. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the internal paddles of their device did not work. As a result, defibrillation therapy would not have been available, if needed. There were no reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) evaluated the internal paddles and verified the reported issue. It was observed that the wire going into connector 13 is broken at the solder joint.

Event description:
A customer contacted stryker to report that the internal paddles of their device did not work. As a result, defibrillation therapy would not have been available, if needed. There were no reports of harm to the patient as a result of the reported event.